Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that there was no delay in surgery as a result of the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the reported event of the knife not being sufficiently sharp. The coring knife, serial number (B)(6), was returned in a plastic jar without the protective cap present. The coring knife handle was not returned. The coring knife was in used condition as residue consistent with blood was present on its internal and external body as well as the blade edge. Additionally, evidence of rust was observed, consistent with fluid contact during the patient's implant surgery. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection revealed that the blade edge had multiple imperfections. These imperfections consisted of folds/chips to the blade edge which appeared to have the potential to contribute to a cutting issue. A cut test was performed with the returned coring knife and a foam sheet. The knife was unable to cut through the sheet as expected, consistent with the reported event. It should be noted that a control coring knife used for comparison was able to cut through the same sheet without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by internal investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the apical coring knife was found to be dull during preparation for implant.